Event description:
The customer reported multiple issues with the device including that it was failing operational check, they could hear a clicking noise, and that they had to hit the acknowledge button multiple times before it registered.

Manufacturer narrative:
(B)(4). The customer reported multiple issues with the device including that it was failing operational check, they could hear a clicking noise, and that they had to hit the acknowledge button multiple times before it registered. The device was evaluated at philips. The issue was localized to the therapy pca.